Event description:
A 5x100mm transhepatic biliary system stent was deployed into the left superficial femoral artery. Initial angiography indicated good illegible of the stenosis from total occlusion to 10% residual and excellent flow into the anterior tibial and posterior tibial. However, when withdrawing the delivery catheter it was noticed that the sheath pulled back the stent. The tip of the delivery system of the stent got dislodged and caught the stent to the catheter. The catheter/sheath was pulled back into the left superficial femoral artery. Attempts were made by the physician to dislodge the catheter from the stent by using a dilator catheter without success. A vascular surgeon was called and the patient was taken to the or emergently to remove the stent form the left superficial femoral artery (sfa). The op report reflects that the stent was retained in the sfa, common femoral, which was removed with some disruption of the intima in the proximal sfa. The area was resected and replaced with a segment of vein graft with resulting bounding dorsal and pedal and posterior tibial pulses at the end of the procedure.manufacturer's rep made aware of event and will be speaking to operating physician. Per rep, the device in question was used off label. Per the rep, he did not train this operating physician on the use of this device and suspects the event was due to user error.